Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased pain. The pump contained morphine and bupivacaine. The pump was replaced. The patient's outcome was reported as "no injury" and "patient recovered without sequelae."